Event description:
It was reported that on a couple occasions, the cannula separated from the neck plate. The reported incident involved two (2) size opt devices. The pt experienced breathing problems, and required a unscheduled device change-out. The device(s) were reportedly available to be returned, as of this date they have not been received at the manufacturing site.